Event description:
It was reported that the patient was admitted to the hospital with shortness of breath. The p-wave was noted to be small and atrial undersensing was noted. Atrial impedance was noted to be low and lower than the trend. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947-58 lead, implanted: (B)(6) 2002. (B)(4).